Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown stem lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04440.

Event description:
It was reported that a patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to pain, alval symptoms, metallosis, and wear. Attempts were made to obtain additional information; however, none was available.